Event description:
It was reported that the patient complained that, after a sexual encounter, he rolled over and felt the device pop while inflated and felt fluid loss. Following this, the device no longer functioned properly. This inflatable penile prosthesis was removed and replaced. No patient complications were reported.